Manufacturer narrative:
H6 codes have been updated and a01 is no longer applicable.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 66-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was red urine in the foley bag. The patient was on a bumex drip. Central venous pressure 0. Four days after impella insertion, the device was successfully weaned. The groin was closed with preclose x 2. Post-explant, distal pulses on the impella limb were weak. Angiography showed clot below the explant site. A thrombectomy was performed and distal pulses returned. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 2.5l/min as intended. Bleeding (hematuria) is a known risk due to the impella's anticoagulation and purge requirements. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.